Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient had been hospitalized from the date of birth. During hospitalization, the patient experienced peritonitis. The patient was treated with unspecified antibiotics (intravenously and intraperitoneally, dose and frequency not reported) for the event. It was reported that the patient was discharged from the hospital seventeen days after onset of the event and had recovered. Dianeal therapies were ongoing. Additional information was requested but is not available.